Event description:
The facility reported a colleague infusion pump with failure code 500:320:844:0000, which occurred in the critical care unit. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:844:0000 was confirmed during product evaluation. This condition was caused by the lock key being pressed for more than 50 seconds. No repairs were needed since the reported condition was caused by user error. Should additional information be received, a follow-up medwatch will be submitted.